Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a raypex 6 apex locator gave incorrect measurements. No injury.

Manufacturer narrative:
Investigation results: no product was returned for investigation. Information from general dealer (sinopharm): this equipment (B)(6) does not have any shipping records in our company. Therefore, it is impossible to determine whether it is still under warranty. We have not received this equipment yet. Based on regular maintenance, this fault is related to usage habits.